Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# (B)(4), product type: programmer, physician. (B)(4).

Event description:
It was reported the parkinson¿s disease patient¿s implantable neurostimulator (ins) settings were changed at the time of report. Initially it was stated the patient¿s stimulation voltage had ¿somehow¿ changed from 2.2 v to 2.8 v after an initial interrogation of the ins. It was noted ¿the customer claimed that there were no changes applied during the first interrogation session.¿ as a result, the patient¿s physician lowered the voltage to 2.5 v. However, when the physician later attempted to conduct telemetry to change the pulse rate from 60's to 90's, the following error message was observed: ¿invalid ins setting. Invalid parameters have been detected in the implantable neurostimulator. Press continue to program the device to valid settings.¿ however, after the continue button was pressed, the patient¿s settings ¿widely changed by itself¿ from 2-c+, 2.5 v, 135 hz, and 60's to 3+0-, 0 v, 30 hz, and 210's. It was noted that both the settings change and the error message had occurred due to a power on reset (por) condition. The patient¿s settings were then corrected to their original settings, but with the pulse rate changed from 60's to 90's. The patient¿s frequency was then changed from 135 hz to 145 hz, however after conducting telemetry once again, the patient¿s frequency returned to 135 hz (though it was noted the physician programmer report indicated the frequency remained at 145 hz). The patient was then reprogrammed to 145 hz. The physician reported that ¿some values changed each time they interrogated¿ and that ¿each time they interrogated the ins, the settings showed different values (sometimes voltage, sometimes rate) than what they programmed right before the telemetry session.¿ though there were ¿no¿ health hazards to the patient from the event, there was ¿concern about the fact that the setting values changed after telemetry.¿ it was reportedly ¿not known why these kinds of setting values were adopted after telemetry¿ and it was noted that ¿if settings were suddenly changed, there was a possibility of this affecting the patient.¿ the patient¿s settings had reportedly only changed or differed when the physician programmer was used with the ins. It was noted the patient had not recently had any mris or cts and there had not been any recent additions to the clinic¿s reprogramming room that would create electromagnetic waves. It was noted the setting changes had occurred three times, once due to a por and twice the parameters were the same as the settings due to an ¿unknown¿ reason. It was noted the ins battery voltage was 3.72 v at the time of the issue. There was no troubleshooting or actions taken, however it was ¿thought that the desired setting had been achieved¿ as of (B)(6) 2015. It was noted the physician programmer had been used with a second patient whose settings also changed to 3+0-, 0 v, 30 hz, and 210's after the "invalid ins setting" error message was observed (a separate report will be filed), however the programmer was also used with another ins and the ¿invalid ins setting¿ message was not observed at that time. A supplemental report will be filed if additional information is received.

Event description:
Additional information clarified that only ¿one patient had the error message and settings changed to 3+0-, 0 v, 30 hz, and 210 ¿s.¿ the patient experienced ¿no symptoms or health damage¿ from the incident and their original settings were reprogrammed. Please note that regulatory report #3007566237-2016-00359, which was filed to cover the second patient, will no longer be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, lot# serial# (B)(4), product type: programmer, physician.

Event description:
Additional information noted the patient did not experience any symptoms due to the setting change. It was noted the physician programmer in question was checked for reproducibility of the complaint and no reproducibility was reported.